Event description:
This is an event reported from an investigator driven trial (B)(4). Initial information dated (B)(6) 2011: postoperative bleeding, hb 7,8, requiring 2 rbc, 4 ffp, 2 tk. Event onset date: (B)(6) 2011, 09:00 pm outcome at time of report: ongoing. Treatments used to treat event: re-thoracotomia, hemathom removement, hemostasis. Additional information dated (B)(4) 2011: event stop date: (B)(6) 2011, 1:00 o`clock pm. Outcome at time of report: resolved.

Manufacturer narrative:
(B)(4). Baxter medical assessment: patient was part of an investigator-driven clinical study: a controlled, single-center clinical pilot study to evaluate the performance of coseal as a barrier for adhesion prevention in patients submitted to ventricular assist device vad). The patient received 8 ml of coseal on the pump surface with the purpose to prevent adhesion formation. Nevertheless, coseal is also supposed to seal the covered surface. Postoperatively a re-bleeding occurred with severe diffuse hemorrhage that required re-intervention, and surgeon had to leave thorax open for 24 hours. The report is classified as lack of effect of coseal to seal the surface of the ventricular assist device. This may be caused either by lack of adequate polymerization of the two peg components or inappropriate application of coseal (areas not covered with product). Since investigation of the root cause appears impractical, we can only determine that a causal relationship of the postoperative bleeding with the use coseal is possible, and that it cannot be ruled out. Additional product information is being requested.

Manufacturer narrative:
(B)(4). The lot number was provided by the reporter and the information has been updated above. The manufacturing facility, baxter (B)(4), completed the investigation. A batch review showed no non-conformities or deviations that could have caused or contributed to this complaint. One retention sample was reconstituted and no abnormalities were observed. This is the first complaint of this nature received for this product lot. The complaint will be kept on file for trending purposes.